Event description:
In 2009, patient implant of a 25-16-155bl bifurcated device and a 28-28-75l proximal extension. The proximal extension was not placed right at the renals, however, there was good seal at the end of the procedure. Follow up angiogram revealed that the extension had migrated distally approximately 1cm, with some stent compression as well. In 2010 the patient was treated with a palmaz stent with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Stent graft migration; proximal extension was not placed right at renals. Unknown if patient anatomy met criteria for indications for use. No conclusion can be drawn at this time.